Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: weight to the spec, crease fold, deformation, red particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, migraines, and pressure from her clavicle down and on both sides of her right side."

Event description:
Patient reported pain and pressure from clavicle down and on both sides of right side. Patient also reported migraines, this event is not device related. Additionally patient reported capsular contracture baker grade unknown. Device remains implanted.